Event description:
It was reported that the patient became severely dehydrated, which caused an electrolyte imbalance and t-wave oversensing, which resulted in the device delivering six shocks. Therapies for vf were suspended, the device delivered antitachycardia pacing, and delivered a cardioversion shock of 20j, which put the patient into a vf rhythm. External defibrillation was performed by paramedics. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and indicated no anamolies found. The analyst did note the presence of interference/noise. The lifetime ventricular sensing integrity counter is 2976 and all counts occurred since (B)(6) 2010. A high value of this count can indicate a possible intermittency in the system. The sensing operation is as intended and patient condition was likely a contributing factor.